Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood in the guide wire lumen, which suggests a guide wire had been advanced into the lumen. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube and jacket material were separated 21.8 cm distal to the strain relief tubing. The fracture faces were oval shaped, as if kinked prior to separating. The jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Reportedly force was applied prior to the separation during the attempt to cross. It should be noted that the xience v instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The use of force appears to have contributed to the shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the shaft with force would have contributed to the shaft separating. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query the complaint handling database for the reported lot was performed and there have been no other incidents reported for shaft separations for this lot. There is no indication of a product quality deficiency associated with this lot.

Event description:
It was reported that during the procedure in the heavily calcified left main artery to the circumflex artery, pre-dilatation was performed using a trek dilatation catheter. The 2.25x23 rx xience v stent delivery system was advanced over a non-abbott guide wire but after multiple attempts and use of a buddy guide wire, the stent system could not cross to the target lesion. The lesion was treated with balloon angioplasty only. There was no adverse patient effect and no significant clinical delay in the procedure. Return device analysis revealed that the hypotube was separated distal to the strain relief tubing. Additional reported information indicates that the hypotube separation occurred during advancement of the stent delivery system after force was applied.